Event description:
A customer reported an error with their continuous glucose monitoring (cgm) system, identified as cgm error 42, which involved a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset their pump, and after following the instructions, the error did not reappear. The customer successfully initiated their sensor session afterward.